Event description:
Complainant alleged that the emergency room staff was attempting to pace a 59 yr old male pt who had a heart rate of 38. The staff set the device pacing rate at 80, and began with the ma rate at 10. The staff slowly raised the ma rate up to 38, at this point the pt began capturing, the staff had the multi-function stat padz applied to the pt's anterior and posterior. The complainant also alleged that the bottom of the read out, where the heart rate is displayed, they were receiving a negative number, and then no number would appear at all. The staff alleged that they were unable to get the heart rate above 48-50, and that the device was not capturing consistently. The staff was able to obtain another device to pace the pt. There was no indication from the complainant of any adverse effect on the pt as a result of the alleged malfunction.